Event description:
Additional information was received on 14nov2025: the vascular surgeon's operation note stated that when he performed the cut-down he noted that he had found a 'well-seated closure device" on the vessel. The pathology report stated as follows: final diagnosis: clot, closure device foot plate, right leg, resection- fragments of acute thrombus. Clot, closure device collagen plug, right leg, resection- fragments of collagen plug. Gross description: the specimen received in formalin, labeled with the patient's name and hospital ID number. The specimen is designated on the container as "clot with closure device foot plate." The specimen consists of a 1.3 x 1.0 x 0.4 cm aggregate of irregular focally disrupted portions of dusky red-brown soft tissue amixed with a moderate amount of apparent clotted blood. The specimen is entirely submitted in one cassette. The specimen is received in formalin, labeled with the patient's name and hospital ID number. The specimen is designated on the container as "closure device collagen plug." The specimen consists of a 2.4cm in length portion of tan-white-colored apparent string or suture, with a 0.6 x 0.4 x 0.2 cm portion of focally adherent dusky tan-red soft tissue. Also present in the container is a separate 1.2 x 0.9 x 0.3 cm irregular focally disrupted portion of tan-red soft tissue. This larger soft tissue portion is trisected, and it and the soft tissue portion adherent to the apparent string or suture are submitted in 1 cassette. I was also able to see the vascular surgeon's op-note, and when he performed the cut-down, he noted that he found a "well-seated closure device" on the vessel.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D4: lot number: unknown. D4: expiration date: unknown due to the lot number being unknown. D4: UDI: unknown due to the lot number being unknown. H4: device manufacture date: unknown due to the lot number being unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the physician was performing a neuro angiogram with intervention. Right common femoral access was obtained with a 6fr sheath. After the procedure was complete, a digital subtraction angiography (dsa) groin run was performed. The artery was greater than 4mm and there was some plaque present. Proper angio-seal technique was used to obtain hemostasis, and the procedure was a success. Two hours post angio-seal deployment, the patient lost pedal pulses and was sent to the operating room (or) for a cut-down and embolectomy. When the vascular surgeon did the cut-down, the angio-seal was found to be correctly deployed on the artery, and when the angio-seal suture was tugged on, it stayed attached to the artery and the artery moved with the motion. The angio-seal was explanted, and an embolectomy was performed in the popliteal artery. Something was removed from the popliteal artery and was sent to pathology for analysis. The estimated blood loss was less than 250cc. Additional information was received on 30oct2025: the access site was in the common femoral artery (cfa), not at or below the level of the bifurcation. There was no dissection, however, there was some disease present. The patient was stable after the cutdown.